Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR's 2937457-2014-01291, 2937457-2014-01292, 1225714-2014-05288, 1225714-2014-05289, 1225714-2014-05290 and 1225714-2014-05291.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.